Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited unacceptable thresholds, and the right atrial (ra) lead exhibited suboptimal sensing. The leads were capped and replaced. No patient complications have been reported as a result of this event.